Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint that the dissecting forceps cable was broken/loose. The dissecting forceps instrument was analyzed and found to have a loose grip cable at the proximal end of the clamping pulley. No broken cables were found at the proximal or distal end. Further investigation was performed and noted degradation to the entire length of the main tube surface. This type of failure is commonly caused by improper cleaning during reprocessing. Additionally, thermal damage was found on the yaw pulley on both sides of the grip.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, a member of the operating room (or) staff noticed a broken/loose dissecting forceps instrument cable. A similar back-up da vinci instrument was used to continue with the case. Per the reporter, no fragments fell into the patient. The procedure was completed with no reported injury.